Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having to call the paramedics to her home because she delivered too much insulin by mistake and her blood glucose levels went low. Nothing further was reported.